Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, atrial undersensing was observed on the device. The undersensing led to pacemaker mediated ventricular tachycardia. The device was reprogrammed in order to avoid these arrhythmias. The patient's condition was stable and there were no adverse consequences.